Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) system was returned an unknown source. Information identified in the paperwork indicated the patient died approximately 7 days post implant of the ipg system. A cause of death reported on the paperwork was coronary artery disease and endocarditis. No additional information was reported.

Manufacturer narrative:
Correction: the following information was inadvertently left off of the initial medwatch report: (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.